Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer noted large air bubbles in the luer lock. The customer's blood glucose (bg) level was impacted (400 mg/dl) with ketones. The customer took a manual injection. During troubleshooting with tandem technical support, the customer was able to prime out the air bubbles.